Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05250, 2134265-2015-05789 and 2134265-2015-05902. It was reported that a balloon marking issue occurred. The target lesion was located in the iliac vein. A 18x40mm wallstent was deployed and post-dilated with good result. A second 18x40mm wallstent was deployed overlapping proximal to the previous stent. During post-dilation with two 18x40mm xxl esophageal balloon catheters, the physician noted that both balloons looked funny and inflated first at the "shoulders" way beyond the marks. During dilation the stent jumped about an inch and a half which made it to go into the inferior vena cava and no longer overlapping the previous stent. The procedure was concluded. Two days following the initial procedure the patient returned to the hospital due to swelling of the leg. Two balloon expandable stents were deployed inside the implanted wallstents. No further patient complications were reported.